Event description:
Follow up information received reported that the date of onset of the infection was (B)(6) 2011. The patient had the neurostimulator for about a month (perioperative antibiotics were administered) and was doing well but started to develop a small boil on their side. Symptoms include pain and swelling with the source of the infection was noted to be at the catheter/lead trunk. Cultures taken grew staphylococcus epidermidis. The patient was treated with oral antibiotics with outcome reported as infection resolved.

Event description:
It was reported that the pt had their neurostimulator explanted due to an infection. Add'l info was requested.

Manufacturer narrative:
(B)(4).